Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed rewind and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system and squirting out insulin. Customer states that drive support cap was normal. Customer¿s blood glucose was 95 mg/dl at time of incident. Insulin pump will be return for analysis.